Manufacturer narrative:
Patient information was unavailable. Event date is approximated as it was reported to have occurred. Name of the initial reporter unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be reproduced. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported the system was acting "finicky". The system was not working. It was stuck in "stand alone" mode even after rebooting everything multiple times. The system was need for two cases and the site got stuck without it. There was no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the handswitch was replaced and the system appeared to be working normal.

Event description:
The event occurred during a spinal case. The delay to the procedure was as long as it took to reboot the system a couple of times; less than a half hour. There was no impact on the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.